Event description:
The sonicision cordless ultrasonic dissector was being used by the physician and the green light was on. After a while, a red light came on and the device was no longer working. The device was removed and the physician elected to use a harmonic ace device to finish the procedure.